Event description:
I had total knee replacement in 2010 continued to have pain in left knee tightness while standing severe pain. All of this was reported to the doctor but no help. In my medical report from the hosp the implant that was used a johnson and johnson depuy and a depuy orthopaedics was used. MRI was done and a spot was found behind my knee another surgery was done to correct the problem but to no avail.